Event description:
The plaintiff's atty alleged that the pt experienced a cardiac arrest which led to the patient's death two days later. The patient's injury and subsequently death were alleged to have been caused by the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.